Manufacturer narrative:
Initial.

Event description:
It was reported that after an ilet supply change, the user experienced elevated blood glucose readings that did not decline as expected, with a highest reported value of 334 mg/dl, and the user subsequently performed another supply change; the user noted uncertainty about priming steps and later consumed a soda before values began to trend down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to an improper or incorrect procedure or method, with the implicated component described as the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.